Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain, loss of appetite and vomiting and was suspected to be peritonitis, but reported as not confirmed. The cause of the event was unknown. The same day as event onset, the patient was hospitalized due to cloudy pd effluent and treated with injection gentamycin (20mg, once daily, intraperitoneal, ongoing) and injection vancomycin (1gm, once daily, intraperitoneal, ongoing). At the time of this report, the patient was recovered from the loss of appetite and vomiting. However, the patient is still recovering from cloudy effluent abdominal pain. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that on unknown date the patient recovered from the cloudy pd effluent and abdominal pain. On an unknown date, the patient was discharged from the hospital and antibiotic treatment was discontinued. H11: should additional relevant information become available, a supplemental report will be submitted.